Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found some of the staples was malformed. Then he used hand sewing to complete the procedure. There was no pt ocnsequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.